Event description:
A pt reported experiencing inaccurate erratic results with a gluco touch meter. The pt's blood glucose results were 5 mg/dl, hi, and 170 mg/dl. Tests were done within 20 mins with a difference of 130%. Pt did not experience any adverse events. No further info has been reported.